Manufacturer narrative:
(B)(4) batch #: u5c670. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the procedure was sigmoidectomy. The device was used to cut the rectosigmoid. Dr. Commented that the shape of staples seemed to be unformed b shape. Stoma was created which was planned to create before the procedure. Re-anastomosis was one cause of the stoma but not directly. The patient is stable. Additional information was requested, and the following was received: could you please provide more details for ""was not anastomosed""? The target tissue was not cut. Where within the gap setting scale was the orange indicator prior to firing? No further information is available. What confirmation was received that the device was fully fired? No further information is available. Did the device staple? No further information is available. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? No further information is available. Were the staples deployed into the tissue? No further information is available. Were the staples seen in the surgical field? No further information is available. Did the device cut? Some areas were cut, some were not. Was the cut line fully circumferential around the target tissue? No further information is available. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? No further information is available. How was it confirmed that the anvil was free from the tissue prior to removing? No further information is available. After firing was the adjusting knob turned ? To ? Revolutions? No further information is available. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No further information is available. Who fired the device? No further information is available. Who removed the device? No further information is available. Was the safety reset prior to removal? No further information is available. What was the users experience with the device? No further information is available.

Event description:
It was reported that during a laparoscopic rectal resection, the surgeon felt something wrong with the device when grasping the handle. After the firing, the device could not be removed from the patient because the target tissue clung the device, so it was cut by cooper and the device was removed. Anastomosed site was checked by an endoscope, and it was found not only the area that the tissue clung the device was not anastomosed, but also another area was not. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2020. D4: batch # u5c616. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.